Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported an unspecified product performance issue following the delivery of nine shocks in (B)(6) of 2009. There is no evidence of any revision procedures or device reprogramming. The patient also currently reported a feeling of a small shook delivery. The patient has discussed the small shock feeling to their physician, however was informed that there is nothing indicative on the device interrogation. The patient was advised to seek medical attention if necessary.